Event description:
Smiths medical japan has informed us of an event that the user alleges the patient underwent an operation and was taken to the ICU. An endotrached tube was inserted. On the following day, the user noticed air leakage by a ventilator alarm. No adverse outcome.